Event description:
It was reported that the lead had apparently dislodged. It was also noted that the lead had unacceptable thresholds, failed to capture, and had diminished r-waves. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut, there was apparent explant damage and the lead was stretched.